Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On an unspecified date and time, the device was programmed to deliver levophed 4mg/250ml. No specific programming parameters were provided. On (B) (6) /2010 at an unspecified time, the nurse reported the device alarmed for an unspecified alarm condition and displayed a white screen. At that time, it was reported the device stopped delivering. The customer contact reported the patient had a decrease in map (mean arterial pressure) to between 48mmhg to 50mmhg. The device was removed from clinical service. Therapy was resumed using a replacement device. No further medical interventions required. The customer contact reported the delay in critical therapy was 5 minutes. Following the restart of the delivery, the customer contact reported that the patient's blood pressure stabilized to an acceptable level. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.